Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and low pacing impedance. Imaging did not reveal any physical anomaly. The lead was explanted and replaced successfully. There were no patient consequences.

Manufacturer narrative:
The reported events of high capture thresholds and low lead impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.